Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 12.5, 6.3, 3.1, 3.3, and 3.2 mmol/l. Tests were done within 10 minutes with a difference of 71%. Patient did not experience any adverse events. No further information has been reported.